Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to lung parenchymal during cutting closure on a thoracoscopic lobectomy, the surgeon was able to press the green button but the stapler was not able to fire. They replaced reload to complete the case. There was no patient injury.